Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for gastro intestinal/pelvic floor therapy. The hcp reported that the ins is non-functional (the patient not with caller). Caller did not know exactly what that means and thus cannot confirm if it was an end of service (eos). Technical services advised that labeling stated a suspected eos,ins requires the patient to meet with the doctor for MRI eligibility.